Event description:
Caller reported a cgm error 42 related to a g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process. After the reset, the error did not reappear. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.